Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replaced the xenon lamp. The company service representative was able to confirm the sm [failure to turn lamp on: lamp needs to be replaced. Please contact field service], in the event log, however was unable to replicate the event. The system was then tested and met all product specifications. The system was manufactured on january 30, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the xenon lamp was not bright enough during a vitrectomy. A system message did display. There was no back up lamp so the procedure was aborted. The lamp has been repaired and the procedure was completed on (B)(6) 2018.